Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who had been receiving dilaudid via intrathecal drug delivery pump. The indication for use of the pump system was spinal pain. It was reported that the patient was happy with the therapy and her pain was well-controlled; however, the pump pocket incision had never healed properly following implant. The patient was an uncontrolled diabetic smoker, which complicated the healing process. Due to the incision never healing, the surgeon removed the pump and left the catheter implanted. The surgeon was hopeful that another pump would be implanted when the wound healed and the patient's diabetes was controlled. The diagnostics performed and patient outcome were not reported. Further follow-up was being requested to obtain additional information.